Event description:
It was reported by the patient that she underwent a total hip replacement arthroplasty in 2007, in which she received a durom acetabular cup. Post op, she experienced pain and was revised in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.